Manufacturer narrative:
The insulin pump passed the displacement test, reset error test, basic occlusion test, occlusion test, prime, and excessive no delivery alarm test. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer feels that the insulin pump is not functioning. Customer has found cracks on the device and also the blood glucose value has been high but the insulin pump is not alarming any errors. Blood glucose value is 26 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.